Manufacturer narrative:
Product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
Additional information was received from a physician. Per the physician, there was no pump issue except for inappropriately programmed length of old catheter by another doctor. The error resulted in a higher dose for a few hours from a small bolus (increased dose above expected). The patient side effects and sickness related to the increased dose or bolus resolved within 6 hours.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
The patient was currently receiving compounded baclofen and morphine via their implanted intrathecal pump. Information regarding drug concentration, dose rate, and drug lot number were unknown. The indication for use regarding the pump was intractable spasticity and head/brain injury. The patient was noted as also having a medtronic pacemaker. As per the consumer, the patient has had a pump for 13 years and the patient wanted it explanted. The patient's pump was not working / went out. The date of event was (B)(6) 2015. It was noted that a physician almost killed the patient and this is an emergency. The patient just got out of the hospital on (B)(6) 2015. The patient did not want to go back to her current physician that almost killed her. The physician was described as being unethical because he never told the patient she received a bolus. It was after the patient was in the emergency room (ER) that a physician assistant told the patient she had received a bolus. The patient was so sick that she could hardly even move. The pump was not alarming but was not putting the medication out per the patient. At refills, the pump was filled with 18 ml. It was further reported that the patient was on oral baclofen and morphine and it is making the patient very sick and the patient was so scared to death. A catheter dye study was performed on (B)(6) 2015 and it was found to be ok as per the patient. The hcp however checked the pump and the motor was turning but no medication was leaving the system on (B)(6) 2015. The physician administered a bolus and the patient overdosed 15 minutes later which totally knocked out the patient. The date of event regarding overdose was (B)(6) 2015. It was noted that the change in therapy /symptoms was sudden vs. Gradual. The patient was taken to the emergency room (ER) and she was put in the step down unit of the intensive care unit (ICU). It was also reported that the patient had an infection. The date of event regarding infection was (B)(6) 2015. Her white blood cell count (wbc) was high; a value of 14 was indicated and it was supposed to be 10.8 and acid was high. The healthcare provider (hcp) administered oral antibiotics until this monday; the date of event was (B)(6) 2015. The patient was searching for a local company representative to help her. Physician listings were pro vided as requested. Additional information was requested regarding the following: the dose and concentration of both compounded baclofen and morphine administered at the time of the event, drug lot number of baclofen, pertinent medical history, troubleshooting and intervention performed including results, cause of pump issue, and event resolution / patient's outcome. A supplemental report will be submitted as additional information becomes available. Additional information was received from the physician's office indicating that the compounded baclofen lot number was n00163303. The pump delivered compounded baclofen (1000 mcg/ml; daily dose: 399.7 and morphine intrathecal (10 mg/ml; daily dose: 3.997. The start dates for both intrathecal medications was unknown, but the therapy was ongoing. The pump had been studied under fluoroscopy, and no abnormalities were identified. A catheter dye study was performed on (B)(6) 2015. The patient had been temporarily hospitalized and has greatly improved. Per the pump logs provided, the pump was examined on (B)(6) 2015 and had last been changed on (B)(6) 2015. The pump delivered baclofen intrathecal/ms (1000 mcg/ml; 247 mcg/day) and morphine intrathecal (10 mg/ml; 2.470 mg/day). On (B)(6) 2015, a bolus of 339.7 mcg and 3.997 mg of baclofen and morphine, respectively was administered over the course of 25 minutes. The patient's current medications were as follows: alprazolam (25 mg; one tablet/day, at bedtime), atenolol (25 mg; one tablet daily), phenytoin sodium extended (100 mg; 1 capsule orally, 3x/day), baclofen oral (10 mg; one tablet every 10 hours, prn, muscles), pantoprazole sodium (40 mg; once daily), baclofen oral (10 mg; orally, every 6-8 hours, prn, muscle spasms; stop date: (B)(6) 2015), atorvastatin calcium (20 mg; one tablet daily), aspirin (325 mg; one tablet daily), clopidogrel (75 mg; once daily), vicodin hp (10 mg-300 mg; oral, every 12-24 hours as needed; stop date (B)(6) 2015). The patient had an allergy to tape. The patient's medical history included a pacemaker for bradycardia, uterine/ovarian cancer with radiation, irregular heartbeat, seizure disorder, cerebral palsy, multiple sclerosis, and gerd. The patient had a surgical history of an anterior cervical fusion of c3-6 on an unknown date, cholecystectomy and umbilical hernia repairs as an infant. The patient also had a cardiac stent placed on (B)(6) 2015.